Manufacturer narrative:
In conclusion, based on the investigation results, it is not suspected that the tm revision shell failed to meet specifications. The investigation could not verify or identify any evidence of the tm revision shell contributing to the reported revisions. Since the tm revision shell part and lot numbers were not provided, the DHR could not be reviewed. No further action required. Based on the investigation results, it is not suspected that the tm revision shells failed to meet specifications. The investigation could not verify or identify any evidence of tm revision shell contribution to the reported high revision rate. Based on the available information, it can be concluded that the cause of the reported revisions were not related to the tm revision shell. Should additional information is available this report will be updated. Location unknown.

Event description:
In a report generated by the (B)(6)'s njr (national joint registry), it was reported that 149 patients underwent initial hip procedure utilizing stryker exeter v40 stem and zimmer biomet tmars cup were used in initial surgery out of which 9 patients underwent revision surgery due to unknown reason. It is not sure that which products were revised during revision procedure.